Manufacturer narrative:
Unit received with blank display anomaly due to moisture damage on electronics assembly. Unable to performed displacement, rewind, seating and basic occlusion due to blank display anomaly. Unit received with moisture damage noted on motor, vibrator motor or battery tube assembly. Unit received with fading serial number label, missing display window cover and broken belt clip rails. The test infusion set/reservoir locks in place in the reservoir compartment. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump was dropped and the screen got damage. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.